Event description:
The customer reported falsely elevated alinity c carbon dioxide. When the qc was run on 4 jan, all 3 levels were oor high. Assay calibration corrected the qc issue. Customer then pulled patient samples run prior to the controls and retesting on another analyzer (sn (B)(6) or sn (B)(6) showed a consistent drop in the values of 5-6 mmol/l. The customer provided the following data: lab normal reference ranges are - 2-60 years: 22-29 mmol/l; >60 years: 23-31 mmol/l. Sample ID (B)(6), initial result was 29 and retest result was 23, sample ID (B)(6), initial result was 29 and retest result was 22, sample ID (B)(6), initial result was 30 and retest result was 23, sample ID (B)(6), initial result was 31 and retest result was 24, sample ID (B)(6), initial result was 33 and retest result was 25. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c carbon dioxide reagent lot 67123uq10 was identified.

Manufacturer narrative:
A1 patient identifier: complete list of sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity c carbon dioxide. When the qc was run on 4 jan, all 3 levels were oor high. Assay calibration corrected the qc issue. Customer then pulled patient samples run prior to the controls and retesting on another analyzer (sn (B)(6) or sn (B)(6) showed a consistent drop in the values of 5-6 mmol/l. The customer provided the following data: lab normal reference ranges are - 2-60 years: 22-29 mmol/l; >60 years: 23-31 mmol/l sample ID (B)(6), initial result was 29 and retest result was 23, sample ID (B)(6), initial result was 29 and retest result was 22, sample ID (B)(6), initial result was 30 and retest result was 23, sample ID (B)(6), initial result was 31 and retest result was 24, sample ID (B)(6), initial result was 33 and retest result was 25. There was no reported impact to patient management.